Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was a big air bubble in the reservoir. Customer's blood glucose was 120 mg/dl. Customer was unable to get the air bubble out. Customer refilled another reservoir. Customer will not be returning the reservoir for analysis.